Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of cannula kink was most likely use related due to chest compression and CPR, no product returned.

Manufacturer narrative:
B5: added additional information.

Event description:
The customer verified it was the pump cannula that was kinked.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 47 year old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was admitted in with active CPR ongoing due to cardiac arrest. Additionally the patient was known to have suffered an arrest out of the hospital as well, but other history was unknown. When the patient was admitted in the CPR was ongoing with active chest compressions, in the catheterization lab, and while delivering the cp pump it kinked. The kinked pump was removed and replaced. The new cp supported til the patient expired. This kinked pump was not known to cause any harm or injury, and the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.